Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2013. Mesh removal occurred on (B)(6) 2013. Patient's legal representative stated pain, erosion, extrusion, exposure, urinary problems, infection, dyspareunia, organ perforation.